Event description:
It was reported that the user initially paired a freestyle libre 3+ sensor to the libre app instead of the ilet bionic pancreas mobile app, which prevented the sensor from connecting to the ilet system until a new sensor was applied and paired exclusively to the ilet mobile app. No clinical signs, symptoms, or conditions were reported. Outcomes included no health impact. User support included troubleshooting and education on single-device pairing requirements and correct setup of the ilet mobile app. Investigation of this case revealed that the sensor was in use by another device, consistent with expected device behavior that restricts a sensor to one compatible application at a time, and that the system functioned as designed after proper pairing. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.